Event description:
During a check-out procedure at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log and the device's lcd is black and the display was not viewable. The device was not in patient use. The device's internal battery and lcd display were replaced to address the issues.

Manufacturer narrative:
On previously submitted report, during a check-out procedure at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log and the device's lcd is black and the display was not viewable. The device was not in patient use. The device's internal battery and lcd display were replaced to address the issues. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.